Event description:
Hamilton co; was informed in jan 2004 of an event in which there were discrepant results on samples prepared by hamilton microlab a t. The laboratory technician reported that there had been several level sense errors, and that the insturment had been observed as having not picked up sample and not generating an error message. No death or injury is associated with this event.